Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump received with detached/missing reservoir retainer ring, broken reservoir tube lip and missing reservoir tube lip o-ring noted. The test reservoir does not stay locked in place due to detached/missing retainer. Pump passed the self test, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform displacement test, occlusion test and unable to confirm error 41 and low reservoir alarm due to detached/missing reservoir retainer ring. Pump passed sleep current measurement and active current measurement. Pump was monitored and tested with no failed batt test noted.

Event description:
Customer reported via phone call that they were getting a recurring power error that was not resolved through previous troubleshooting. The customer's blood glucose level was not provided at the time of the incident. The customer had issues with the insulin pump and had battery failed several times. The customer changed the battery an, restarted, and reloaded the reservoir but would get a pump error alarm. The customer was able to clear the alarm but was not able to complete the pump rewind process. The customer stated that the insulin pump was not exposed to a high magnetic field. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was returned for analysis.